Event description:
Reporter alleged the customer took an unk amount of humalog insulin at 5:30 pm and then obtained a result of 206 mg/dl on the aviva system at 5:46 pm. Reporter stated that the customer had a seizure and at 6 pm, they called the paramedics. Reporter stated the paramedics obtained a result of 66 mg/dl on their system and treated the customer with an IV of sugar water before taking her to the hospital where she was given juice, crackers, and a sandwich. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.